Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). Patient's weight was asked, but unknown. No further information was reported.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# unknown serial# unknown implanted: explanted: product type programmer, physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, lot# unknown, serial# unknown, product type: multiple therapy product. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown/unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving fentanyl (300 mcg/ml, 50 mcg/day) and dilaudid (2 mg/ml, 0.3004 mg/day) via intrathecal pain pump indicated for non-malignant pain. It was reported that the rep was called into a case where a healthcare provider (hcp) was trying to perform a bridge bolus from fentanyl to hydromorphone. The hcp intended to have the fentanyl be at 50 micrograms per day, but programmed 300 micrograms per day for the bridge bolus. The rep stated that the patient had no overdose like symptoms. Technical services was able to help update the rep to correct the dose during the bridge of the fentanyl back to 50 and update the volume as 0.191 mls had been distributed. The rep was able to correct the bridge bolus to the proper dose and the issue was resolved. No symptoms were reported.